Manufacturer narrative:
(B)(4). The complaint rt240 circuits are currently en route to fisher & paykel healthcare (fph) (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that three rt240 breathing circuits failed the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4) method: the three complaint rt240 circuits were received at fisher & paykel healthcare (fph) (B)(4) for evaluation. One circuit was from lot 121030 (manufactured 20 oct 2012), the second was from lot 121121 (manufactured 21 nov 2012) and the third was from lot 121205 (manufactured 5 dec 2012). The subject circuits were visually inspected. Results: visual inspection of the evaqua expiratory limb from lot 121030 revealed that there was a hole about 74cm from the elbow connector. The expiratory limb from lot 121121 had a hole about 56cm from the proximal connector. In both cases the evaqua limb appeared to have been punctured or scratched with a blunt object. There was no fault found with the rt240 circuit from lot 121205. A lot check revealed no other similar complaints for the lot numbers provided. Conclusion: based on the inspection of the damage, it is likely that the two defective evaqua expiratory limbs were punctured or scratched by a blunt object. All rt240 breathing circuits are pressure tested for leaks prior to being released for distribution. In addition, tubing weight and bond strength tests are performed every 15 minutes. Any breathing circuit which fails any of these tests is discarded. This suggests that the breathing circuits were damaged after they were released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt240 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing can be susceptible to damage when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt240 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.

Event description:
A hospital in (B)(6) reported via our distributor that three rt240 breathing circuits failed the ventilator leak test. This was found prior to patient use.